Event description:
Reporter alleged blood glucose measured 513 mg/dl at 7:59 am back to back with a result of 168 mg/dl performed 2 minutes later. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.